Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to patient-specific factors, such as poor bone quality, which may prevent the button from achieving solid fixation, as the cortex may not provide adequate resistance for the button to lock against. Per dfu-0147-eo revision 5, c. Contraindications: 7. The use of this device may not be suitable for patients with insufficient or immature bone. The physician should carefully assess bone quality before performing orthopedic surgery on patients who are skeletally immature.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588tb-4 round, concave, ø 14 mm tightrope abs button could not be secured to the cortex when reinserting due to the patient's condition. A flat button was used to complete the case. This was discovered during use with no patient harm.